Event description:
During intra-op, mini step dilator and cannula device were used twice, a piece in each device came apart. One of the pieces was found in the patient next to the liver, a small incision was made to remove the piece by surgeon. Both devices were inspected for completeness and both were found to have all pieces, but not intact. I would like to report two defective ministep dilators used in a case today. A piece from the device fell into the patient resulting an additional incision made to patient to remove the orange foreign object. A second ministep dilator was used and the same thing happened, a piece came off from the device and fell off into the patient.